Manufacturer narrative:
The impella cp was not returned for evaluation, as it was discarded by the user subsequent to the event. The automatic impella controller's console logs were returned for analysis. The analysis of the logs determined the following: the long time data log from the field revealed that there were 159 impella position wrong alarms. In addition, during the first 11hours of the case 31 suction alarms were recorded were also recorded. Positioning issues like this are known to contribute to hemolysis. The pump remained poorly positioned for 8 hrs. An x-ray and an echo were performed that revealed that the impella was sitting too deep inside the ventricle and was caught in the mitral chords. Also, the returned data logs returned contained numerous positioning and suction alarms, including an alarm for the outlet that was under the valve. This positioning is also known to contribute to hemolysis. Images from the echo and fluoroscopy were returned. The fluoroscopic image clearly showed the pump was sitting too deep in the ventricle as indicated by the image bent of the pigtail. A review of the device history record showed no other devices from this lot relevant to the failure mode. In conclusion, the root cause of the hemolysis was most likely caused by improper positioning of the pump. No corrective action is recommended at this time because the failure mode was determined to have a low risk index based on very low occurrence and moderate severity. Failures of this type will continue to be monitored and trended. Internal reference: (B)(4).

Manufacturer narrative:
The impella cp has not yet been returned for evaluation. Without an evaluation of the device used in this case, the root cause of the event is unable to be determined. No corrective action is recommended as the root cause was unable to be determined. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. (B)(4).

Event description:
On (B)(6) 2017 an impella cp was placed in a (B)(6) female patient. Eleven hours later the clinicians reported purge management issues following the repositioning of the pump. An x-ray and an echo were performed that revealed that the impella cannula was completely wrapped around the mitral cords causing suction alarms. Due to the more than 8 hours of the cannula being severely malpositioned poor pump flow continued. As a result the patient's kidneys suffered from hemolysis, and not enough perfusion causing very low urine output and dark red urine. The patient's haptoglobin decreased and ldh increased. The clinicians tried to reposition the pump at the bedside under echo for almost 2 hours. The patient's respiratory status worsened and the decision was made to go back to cath lab for better visual access. In the cath lab the impella was pulled back and the clinicians could see the pigtail unwrapping and extending; however, the pigtail was wrapped around the mitral cords. Repositioning under echo finally resulted in the pump's pigtail being freed from the mitral cords. Once the pigtail was free, and the cannula was successfully repositioned, good pump flow was restored, and the patient's respiratory status quickly improved. The patient was transferred to a larger ICU for better observation and dialysis was started. Blood products were transfused to the patient, although it was uncertain how much of the administration of blood products was a result of the hemolysis, as the patient also had a bleed from a gastric ulcer. Following this event and on the same day training was given to the medical and nursing team, as they were not familiar with the device. The patient was supported by the impella cp for 5.88 days, without further issue. The device was removed from the patient on (B)(6) 2017, as it was reported that the impella cp's hemodynamic support was insufficient for the patient's needs. The clinicians then started an ECMO to improve renal perfusion and give better circulatory support. The patient had developed arrhythmias such as ventricular fibrillation, and was defibrillated several times. The patient continued to worsen and expired a few days later. The clinicians reported that the patient outcome was not attributed to any issue that occurred with the impella cp.